Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that has a broken cap. It is unknown when and where this event occurred. This had the potential to interrupt delivery. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a broken cap was confirmed during product evaluation. The root cause of the reported problem was determined to be a broken door. Appropriate action was taken to correct the reported problem by replacing the door. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.